Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had erratic battery measurements. It was reported that last time it had less than three months on it but recently it had three years left. Boston scientific technical services (ts) discussed to take more conservative measurement of gas gauge and magnet. Attempt to obtain additional information from the field was unsuccessful. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device declared elective replacement time (ert) in the first current bin. There is no evidence of bin hopping as both the calculated current and actual current for current bin placement were not near a bin edge. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Futher, the device meets specification, normal battery depletion noted.

Event description:
--

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicates that device was explanted for normal battery depletion. No additional adverse patient effects were reported.